Manufacturer narrative:
(B)(4). User medwatch # (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour stent was implanted in a patient on (B)(6) 2017, and was attempted to be removed during an eswl procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a 22 french rigid cystoscope was passed into the urethra and bladder under direct vision and appeared to be normal. When entering the bladder, it was noticed that there was a large bladder stone, acute and chronic inflammation, and irritation of the bladder. However, no lesion associated with the bladder was observed. A 900 laser fiber at about 14 watts power was used to break the stone into multiple fragments, until the stent was completely exposed. An ellik evacuator was used to irrigate the fragments out of the bladder, and the process was repeated for 90 percent of the fragments. The stent was then grasped and the stent broke off just beyond the uterovesical junction. The stent was thought to have been weakened from the laser fiber, and was still embedded within the kidney stone. The patient was discharged home and scheduled for percutaneous nephrolithotomy for (B)(6) 2017 to remove his kidney stone and the remaining stent.